Manufacturer narrative:
Product complaint # (B)(4). Additional information requested and received: were any issues with device performance or staple form noted? No malformation was noted during the case. Did patient receive chest tube during or immediately after procedure? Patient received during procedure. How long after initial procedure was leak identified? 1 day. If chest tube placed intraoperatively, how long after removal did patient present with post-op air leak? 1 day. How was the post-op care of patient changed? Patient was monitored and leak subsided on its own. Approximately how much longer than usual was chest tube in place? 2 days. What is the current patient status patient has returned home and recovering as expected.

Manufacturer narrative:
(B)(4). Medical device - batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Were any issues with device performance or staple form noted? Did patient receive chest tube during or immediately after procedure? How long after initial procedure was leak identified? If chest tube placed intraoperatively, how long after removal did patient present with post-op air leak? How was the post-op care of patient changed? Approximately how much longer than usual was chest tube in place? What is the current patient status? Additional information received: the surgeon does not use buttress material. A peer of the surgeon uses buttress material and never has leaks. The patient was an (B)(6) yr. Old female and surgical procedure was a left upper lobectomy. 6 pvs firings were used on vessels, and 2 gst60g for hilum. The patient came back after 4-5 days and a chest tube was placed. No reoperation.

Event description:
It was reported that post op after a right middle lobectomy lung procedure a leak developed. The patient was readmitted, and a test tube was placed and pneumo was established. The condition subsided, and the patient has since been released from the hospital.